Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus visera elite video system center presented a b30 error code when the scopes and camera were plugged in during a therapeutic procedure. According to the initial reporter, the procedure was completed by swapping out for a spare device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A worn out video connector latch was causing a poor connection to the pigtails. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the worn out video connector socket caused a failure of the connection with the scope and a b30 resulted. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "important information ¿ please read before use. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ¦6.9 termination of the operation. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down." Olympus will continue to monitor the field performance of this device.